Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose as high as 533 mg/dl with large ketones associated with a leaking cartridge. Reportedly, the patient discontinued pump therapy and was hospitalized and treated by their healthcare provider with IV fluids. It was reported that the patient noticed insulin in the cartridge compartment with two cartridges. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a leaking cartridge.